Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that both the usb cable and wall adapter were damaged. Reportedly, the customer was able to charge the pump with an alternate cable and adapter. There was no reported adverse impact to customer's blood glucose level.